Event description:
The biomedical engineer reported that the central nurse's station (cns) shut down unexpectedly.

Manufacturer narrative:
Details of complaint: on 11/18/2018 customer stated cns device, mu-971ra s/n (B)(4) was experiencing communication loss. The nursing staff performed hard reboot before biomed got to the device. Biomed then restarted the system. At the time of call, cns device had lost connection to the network. There were no beds under monitor settings; the host table was blank. Customer noted that the network switches on the wiring closet did not have lights on, indicating they were powered off. The uninterruptable power supply (ups) that these network switches were connected to were off (battery drained). Biomed resolved the issue by connecting the network switches to the wall, bypassing the ups. It is unknown if there were power issues at the facility. Information about the ups, model/serial number and its maintenance are available. Service requested: troubleshooting. Service performed: troubleshooting. Investigation conclusion based on the account provided, the cause of the communication loss was due to network switches being down. Network switches are networking components at user's facility. This ultimately resulted from the power loss at the ups where these network switches were plugged into. Due to information regarding the power issues, model/serial number of the ups, its age and maintenance history not being available, the cause of the ups failure is unknown. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Manufacturer narrative:
This was later found to be due to an uninterruptible power supply (ups) failure. The customer replaced the power supply with a spare one to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) shut down unexpectedly.